Event description:
Reportedly the patient has developed "pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse because I am getting worse. More pain and walk with cane and take more pain med everyday. Is disabled due to this procedure. Nerve damage to left leg."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was preoperatively diagnosed with degenerative disc disease and herniated intervertebral disc at l1-l2 and l2-l3 and underwent the following procedures: l1-l3 laminectomy, l1-l2 ,l2-l3discectomy, interbody fusion l1-2, l2-3 with insertion of interbody fusion device and segmental posterolateral fusion with instrumentation, l1-l3. As per the operative notes: "the intervertebral disc space was exposed at l2-3 and then at l1-2 bilaterally. The epidural veins were coagulated. The posterior annulus was incised on the right side atl2-3 and a discectomy performed there. An intervertebral spreader was then inserted into the interspace and the interspace distracted. Then going to the left side atl2-3, a thorough discectomy was performed and the endplates removed. This was done with a variety of rotating cutters and curettes. A 13 mm synthes vertebral spacer which was first filled with rhbmp-2/acs was then inserted into the interspace on the left side. After the dural repair was completed, another 13 mm graft was inserted into the l2-3 interspace from the right side. This graft was first filled with rhbmp-2/acs and another piece of rhbmp-2/acs was placed into the interspace to the midline. A similar procedure was then performed atl1-2. First, the l1-2 disc was removed from the right hand side and a vertebral spreader inserted. A thorough discectomy was then performed from the left hand side using rotating cutters, curettes and pituitary rongeurs. The endplates were removed and rasped flat. An 11 mm synthes vertebral spacer was then inserted into the l1-2 interspace from the left hand side. It was first filled with rhbmp-2/acs. After this graft was inserted, on the ventral side of the dura, there were a couple of blebs of arachnoid noted. These blebs were inaccessible for repair without going through the midline of the dura. The interbody spreader was taken off from the light and the endplates removed from the right side. Another 11 mm vertebral spacer was inserted from the right side after it was first filled with rhbmp-2/acs. Another piece of rhbmp-2/acs was placed in the midline.¿ the patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.